Event description:
Graft used for cross-over bypass. When declamped, the graft leaked blood (quantity unk and not attainable) from its walls,. The bleeding stopped on its own after one minute. The graft was left in. The pt's condition is good.

Manufacturer narrative:
A returned, unused segment of the implanted graft was evaluated by our consulting pathologist. A copy of that report is attached. Code 86: the mfg batch records for the device were reviewed. Code 100: the batch records were not atypical - no similar incidents against this batch. Gross description: received fresh is a small segment of crimped dacron vascular graft. The specimen measures 1.5 cm in length by 1.0 cm in outer diameter. No blood or tissue elements are identified grossly. Rep. Sections are embedded under md-947. Microscopic description: a dacron vascular graft with collagen coating is identified. No loss of integrity of the dacron vascular graft or the collagen coating is identified. The collagen coating is present on the luminal surface, within the interstices of the graft, and on the outer surface. No blood or tissue elements are identified microscopically. Summary: a dacron vascular graft with collagen is identified. Both the dacron vascular graft and the collagen coating have no loss of integrity.